Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a meniscal repair/knee arthroscopy procedure, the shaft of the meniscal cinch ii, ar-4501, broke in two pieces. A second meniscal cinch ii was opened and used to complete the case with no adverse effect to the patient. Additional information provided 4/15/2019: the shaft broke in between first and second implants being deployed. The fragments were removed arthroscopically. The device was thrown away by sterile processing department prior to anyone picking it up for evaluation. Additional information provided 4/15/2019: the first implant was not removed from the meniscus. The sutures were cut and the implant was left in.